Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. Additional information was requested and the following was obtained: as an update, the surgeon has still been non-responsive. Sorry that we could not supply additional information.

Event description:
It was reported that during a robotic sleeve gastrectomy with staple line reinforcement material used with the sure form stapler during the procedure. Procedure was deemed to be successful as a leak test was performed and no leak found prior to closure. Around 11-12 days post-op, the patient experienced blood while vomiting. Patient was brought back to the or on 3/14 for a robotic diagnostic exploration. It was determined that a small hole existed along the staple line. Hole was closed with suture. As of yesterday, patient remains in hospital but shows improvement.

Manufacturer narrative:
(B)(4) date sent: 4/11/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can they confirm if there was a leak? Or was the event a bleed? Or was the event both? If a bleed occurred: how was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? If a leak occurred: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak/bleed was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.